Event description:
It was reported that the system 9800 produced a poor image that would go in and out of focus. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image intensifier power supply was defective and was replaced. The system was tested and found to be working as intended and placed back into service.